Manufacturer narrative:
A ge service representative performed an on site investigation. The display adapter pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.